Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a stenting procedure to treat a stricture between the stomach and the esophagus after a gastric pull-up, performed on (B)(6), 2009. According to the complainant, "the stent was placed and the suture released but the stent did not expand. After waiting twenty minutes without any expansion, the physician withdrew the stent with the delivery catheter." Outside the pt the stent did expand 2 hours later, after being in warm disinfecting solution. Another stent implantation is planned once a new stent is available (reportedly, (B)(6), 2009). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay. It is unclear if the stent failed to expand, or if it failed to deploy off of the catheter. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - (failure to expand). Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).